Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture, and it was determined that the lead had dislodged. The lead was repositioned. During the procedure, the lead was reconnected to the implantable cardioverter defibrillator (ICD), and it was noted that the device was 'clicking,' the device would no longer sense p waves, and the device was subsequently explanted and replaced as well. No patient complications have been reported as a result of this event.